Manufacturer narrative:
Service personnel evaluated the analyzer and confirmed that improper draining of the needle contributed to a needle overflow. The event was resolved by replacement of pinch valve vl13 actuator. (B)(4).

Event description:
A customer reported a leak described as 30 ml of blood and diluent from a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory gown and goggles at the time of the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment.